Event description:
It was reported that at the last follow-up appointment in 2020, this device longevity was estimated to have two years remaining. However, at the most recent follow-up appointment, this device was found to be exhibiting the elective replacement indicator (eri). It was hypothesized the device battery was prematurely depleting. The physician will schedule the patient for a device replacement, but the procedure has not yet occurred. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that at the last follow-up appointment in 2020, this device longevity was estimated to have two years remaining. However, at the most recent follow-up appointment, this device was found to be exhibiting the elective replacement indicator (eri). It was hypothesized the device battery was prematurely depleting. The device was subsequently explanted and replaced to resolve the event. Due to the patient's permanent atrial fibrillation, the physician also elected to surgically cap the right atrial (ra) lead and implant a dual chamber device. There were no allegations made against the ra lead. The explanted device was retained by the healthcare facility and will not be returned for analysis. The patient was stable with no additional adverse effects.